Event description:
On (B)(6) 2013 at (B)(6) hospital, (B)(6), in a training class during circuit priming, a defective battery error message displayed on cardiohelp-I unit (article number 701048012; serial number (B)(4)). Unit was disconnected from ac power, did not operate on dc battery power and shutdown. Display indicated batteries not charging below 95%. Incident did not occur during use on patient. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device (B)(4). 16 apr 2013 - loaner unit issued to (B)(6) hospital. Affected cardiohelp unit was returned to (B)(4) for further diagnosis and containment / correction of unit. 18 mar 2014- unit was repaired at (B)(4) and per service order (B)(4) the sensor panel, hmi display and touch foil were replaced. The venous probe was also teached. The unit passed all tests to factory specifications. (B)(4).